Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 977a290, serial# (B)(4), product type: lead. Analysis results were not available at the time of report. Once analysis results are available a follow up report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that there was bad impedances and high power consumption. There were high impedances. Diagnostics included an impedance measurement. There was a replacement of the electrode and the implantable neurostimulator (ins). The impedance measurement of the electrode was too high so the electrode was changed. The battery was empty because of high current. The battery was replaced with a rechargeable one. The issue was resolved at the time of report.

Manufacturer narrative:
Analysis found seven conductors were broken at a bend in the lead 15.2 cm from the distal end. No anomaly was found with the ins. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The conclusion code corresponding to the lead has been updated. If information is provided in the future, a supplemental report will be issued.